Event description:
It was reported that the pt underwent a single level tlif at l4-5 using rhbmp-2/acs and vertebral body spacer supplemented with posterior fixation instrumentation at l4-5 about 2-3 years ago. The pt recently experienced recurrent low back and leg pain. MRI reportedly demonstrated subsidence of the vertebral body spacer with lucency around it. A revision surgery was performed to explant the spacer, which was replaced with a femoral ring allograft spacer via an anterior approach.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the implant is cracked at anterior end and a chunk is missing from posterior end. After 2 years of implantation, it is not possible to determine the cause of the event. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.